Manufacturer narrative:
Additional information provided in h.6. And h.11. One sample was not returned. There was one case with a method code of analysis of production records (3331). There was one case with a method code of device not accessible for testing (4117). There was one case with a method code of analysis of data provided by user/third party (4112). There was one case with a result code of no findings available (3221). There was one case with a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One sample was not returned. There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There was one female patient.